Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's wife stated that the customer was unresponsive and was taken to the ICU. She said that they do not know what was wrong with the customer and that no further info was available. When attempting to reach the pt or his wife, a machine answered but would not accept any messages.